Manufacturer narrative:
No malfunction suspected; a police department investigator reported the end user was struck by a motor vehicle while operating the end user's power wheelchair in the middle of the road at nighttime. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic."

Event description:
The user was operating the power wheelchair in the middle of the road at night and was struck by a motor vehicle.